Event description:
It was reported via repair work order that the nurse call backup battery was missing from the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the nurse call backup battery was missing from the bed. Supplemental submitted as the investigation concluded that the nurse call battery was low. This is not likely to harm the patient as the nurse call was still functioning. Additionally, there is an alert that notifies the caregiver when the battery is running low. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported. This issue is not likely to contribute to or cause serious injury or death if it were to recur.

Event description:
It was reported via repair work order that the nurse call backup battery was missing from the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.